Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via e mail that insulin pump had occlusion several times. The blood glucose of the customer was unknown. Customer contacted the helpline several times but issue was not resolved. Customer was worried about insulin pump may be not working correctly. The insulin pump will not be returned for analysis.